Manufacturer narrative:
This supplemental report is being submitted to additional information. Additional information from the customer the last pm for the oer-mini was in december 2020 when it was installed. The only problem that they experienced with the oer-mini was with the stopcocks. The problem with the stopcocks was addressed and they stopped using the stopcocks in in the oer-mini. The last in-service with an olympus ess was in january 2021 and there were no noted observations. The problem was resolved when they stopped reprocessing the stopcocks in the oer-mini.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (issue with reprocessing stopcocks in the oer-mini) likely occurred because the user was not aware of objects not compatible with the oer-mini. A review of the instructions for use identifies the following verbiage regarding equipment compatibility: "use this equipment in combination with ancillary equipment listed in 'system chart' in the appendix. Using incompatible equipment may result in patient or operator injury and equipment damage and/or malfunction. Olympus has not tested the efficacy of cleaning and high-level disinfection on this equipment in combination with endoscopes that are not listed on the 'list of compatible endoscopes/connecting tubes'. If incompatible endoscopes are reprocessed using this equipment, the efficacy of cleaning and disinfection may be insufficient".

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer. The customer reported to tac that non-olympus stopcocks were being reprocessed in the oer-mini causing them to leak. Tac informed the customer that the oer-mini was not validated to reprocess this item and that it should not be placed in the unit. Tac also offered the customer a compatible stopcock document to reference. The customer will contact their local sales representative for additional information pertaining to the proper stopcocks. The oer-mini will not be returned. There was no issue reported with the oer-mini. However, due to misuse this is a reportable event.

Event description:
The user facility reported an issue with reprocessing the stopcocks in the oer-mini. There was no patient involvement.